Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the communication failure occurred due to the malfunction of the cable and the image was no longer displayed. The cause of the cable failure occurred due to damage to the video connectors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a no image issue with the hd autoclavable camera head. The issue was found during preparation for use, there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, due to damage and a crack on the plug unit video connector. A dead pixel was also found showing in image due to a bad charged coupled device, and the lens was found out of center due to damage couple. All three evaluation findings would require repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.